Event description:
A (B)(6) patient presented with a dialysis catheter that was non functional due to tiny holes in the extension tube located near the hub (luer) of the catheter. The initial dialysis catheter was placed on (B)(6) 2013 and the patient came back on (B)(6) 2013 to replace the defective catheter. On (B)(6) 2013 it was noted again that the dialysis catheter had a tiny hole in the extension tube near the hub (luer) and the patient came back on (B)(6) 2013 to replace the defective catheter. Successful catheter replacement with no complications noted during the procedure.

Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a supplemental report will be submitted.